Event description:
It was reported that the left ventricular lead exhibited loss of capture during ectopic heart beats. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).